Event description:
Metal piece came out from the blade during use inside the body. Irrigation was being used. Answer to the question did any piece break inside the body should be "yes". The site was washed thoroughly. Unfortunately, the metal piece was not returned to us.

Manufacturer narrative:
The device has not been received by s&n for evaluation. (B) (4)